Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. The peritonitis was manifested by cloudy effluent. On that same day, the patient was hospitalized for the peritonitis event. The patient was treated with intraperitoneal ancef ongoing (dose and frequency not reported) for the peritonitis. Dianeal therapy was ongoing. The patient was discharged from the hospital seven days after admission. Patient is currently recovering from this peritonitis event. No additional information is available.